Manufacturer narrative:
(B)(4).

Event description:
It was reported that the rv lead exhibited high impedance. The lead was capped and replaced. The patient is stable post-procedure.

Manufacturer narrative:
(B)(4).

Event description:
Correction: sensing fluctuation was also observed.